Event description:
Abscess [abscess] rha4 in lips [off label use]. Case narrative: on (B)(6) 2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with rha 4 in the lips with a needle. On an unkown date, the patient experienced an abscess on the upper lip. The injector poked and drained it in her office. Another patient injected by the same injector also experienced the same adverse event (rc/2509084). No further details were available to clarify the discrepancy in the initially reported injection dates. The outcome of the event was unknown. Due to the seriousness of the event and the immediate medical intervention, the case was assessed as reportable to FDA. Despite several reminders, no further information could be retrieved. The complaint was considered closed.

Manufacturer narrative:
Skin infections such as abscess appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. It also has to be noted that rha 4 is not indicated for the lips. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.